Event description:
Pt with bilateral subglandular inframammary gels (unk size/type/MFR - no records). Pt had evacuation of rt-sided hematoma the following day but other than encapsulation had no c/o until 1991 when pt found a lump on the rt. Pt had rt rupture replaced with gel in 1991. Pt c/o continued increased pain and firmness on left since 1998 requiring extensive negative cardiology work up. The pain radiates into left axilla and downward and is worsening. In addition pt notes decreased size. No history of trauma. Pt c/o systemic symptoms with slow, progressive onset including: arthralgias, fatigue, lt-sided sore throats, hot flashes/sweats, ha's, memory loss, hair loss, sensitivity to drugs, shortness of breath, chest pain, weight gain, bloating & g/u changes. Pt is otherwise healthy.